Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported difficulty lowering a single gripper appears to be related to a combination of patient anatomy and procedural conditions (thick tip of anterior leaflet deep inside clip caused gripper to not fully lower). There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4 and thick leaflets. One clip was successfully implanted. To further reduce mr, an additional clip was prepared per the instructions for use (IFU) and inserted without issues. However, while both leaflets were grasped, it was observed that one gripper was not lowering all the way. Troubleshooting was performed, but the issue was unable to be resolved. The physician decided to deploy clip, reducing mr to a grade of 2. There were no adverse patient effects and no clinically significant delay in the procedure.